Event description:
It was reported that the rigid video scope displayed a flickering image. The event occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.